Event description:
It was reported that; the tulip head of a 4.5 screw popped off while implanting.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The device was confirmed visually to have a separated tulip head. Manufacturing files were reviewed and no anomalies were found. The possible root causes include: poor bone quality, user applies too much axial/rotational/cantilever forces, improper hole preparation.

Event description:
It was reported that; the tulip head of a 4.5 screw popped off while implanting.